Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/15/2024, it was reported by a sales representative via (B)(4) that an ar-4068-25tr suture lasso wire broke after shuttling one suture. This occurred during use in a case with no patient effect. No patient harm was caused and another lasso was opened for subsequent passes. All of the wire was retrieved and none was left in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.